Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Referenced article: regular ventricular pacing inhibition due to electronic artifact emitted by pulse generator equipped with a self-adjusting sensitivity function. Heart rhythm. January 2014; 11:167-168.

Event description:
A journal article was reviewed which contained information regarding an implantable pulse generator (ipg). The article noted the ipg experienced blanking periods of ventricular pacing caused by residual electrical disturbance on the ventricular sense amplifier. The ipg ventricular sensing threshold was reprogrammed and remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.